Manufacturer narrative:
Batch reviews performed on 06 february 2017. Lot 112363: (B)(4) items manufactured and released on 24 august 2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox forte ceramic ball head 12/14 ø 32 size m 0, code 38.39.7175.285.00, lot. 090544 (k073337) (B)(4) items manufactured and released on 25 february 2009. Expiration date: 2014-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain. The cause of pain is unknown at this time. The surgeon revised the stem and head. The surgery was completed successfully. Explants are not available.